Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and an apparent fracture. It was possible to duplicate the noise in the clinic by having the patient raise both arms. The lead was capped and replaced. No patient complications have been reported as a result of this event.